Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. During a pump system check, a cartridge air leak was detected. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.